Event description:
It was reported that balloon rupture occurred. The target lesion was located in the 100% stenosed target lesion was located in a shunt in the mildly tortuous and moderately calcified vessel in the forearm. A 4.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilatation; however, during first inflation, the balloon ruptured at 3 atmospheres. The device was removed without any problem and the procedure was completed with another of same device. There were no complications nor injuries reported.